Manufacturer narrative:
The pump was received with a blank display due to the moisture damage on the electronic assembly. The pump had a minor scratched lcd window and a cracked case near the display window corners. They were unable to perform the displacement test due to the blank display.

Event description:
The customer reported via phone call that he slipped and fell into a pool with his insulin pump. Customer stated that the pump was exposed to chlorinated water. Customer reported that there was fluid under the display. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.